Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message during check. No known patient impact or consequence was reported. No further information is available.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 06 may 2010. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective. The archive data revealed a system error 136 (internal parameter corrupted) message on (B)(6) 2017 and not on the reported event date of (B)(6)2017, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and found a damaged encoder shaft attributed to mishandling. This is unrelated to the reported event. No further service will be performed on the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).